Event description:
Transmission data integrity - alert noted with "???" - under observations. Patient has an implantable cardioverter defibrillator on remote monitoring. Missing reports from the remote monitoring platform carelink, not generating or sending clinically significant reports for patients with implantable cardiac devices for remote monitoring. This puts patients at risk for harm, including death. Manufacturer response for cardiac remote monitoring platform, carelink (per site reporter).